Manufacturer narrative:
This is one of a set of complaints that were all reported to syneron in the same timeframe and described similar patient reactions; all of these cases also used the same system and handpiece (as identified by serial number). Upon receipt of the original complaint, the company determined that this was not a reportable event. However, upon the recent receipt of similar complaints (in april 2016) which the company concluded were reportable, syneron has re-evaluated this complaint and determined that, in an abundance of caution, it should now be reported. The applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is single use. A number of technical problems (screen distortion, inversion of colors, and handpiece damage / inability to fully connect to system) had previously been reported on 6/24/2015; the system was serviced and repaired on 7/17/2015. None of the identified issues were clinical- or safety-related, and none are believed to be connected to the reported patient event. The profound system passed all testing. Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion. The identified risk is already addressed in the device risk analysis.

Event description:
Patient sustained possible adverse reaction post-treatment with profound system at salvino plastic surgery. Treating physician was trained by syneron clinical trainer. Female patient, fitzpatrick skin type iii, was treated for wrinkles on the midface and neck. The treatment area (midface and neck) was shaved and cleaned before treatment, and a local anesthetic was used. Treatment parameters (temperature, pulse duration) as well as date of treatment/incident were reported as unknown. Patient did not complain of pain, tingling, discomfort, or hot spots during treatment. Immediately post-treatment, patient was comfortable and had no bleeding. One day post-treatment, patient experienced a lot of swelling and some mild ecchymosis. By one week post-treatment, the swelling had much improved. It was reported that patient sustained light brown pigmented spots in each of the needle points on the treated area at 3 months post-treatment. According to information provided on oct. 22, 2016, the patient is on hydroquinon (topical skin bleaching agent) but her status has not changed. The severity of the injury was reported as "unknown." Upon evaluating all the available information, it was concluded that the most probable root cause of the adverse reaction was improper needle insertion during device use.